Manufacturer narrative:
Consumer reported pain, infection, & mobility concerns. Consumer also reported they did achieve osseointegration.

Event description:
Consumer reported mobility, infection & asymptomatic concerns. Consumers bone type was a 4, primary stability was achieved but osseointegration was not achieved.